Event description:
It was reported that the abutment fractured at the screw of the abutment and was removed. Procedure was completed with other item.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient identifier unknown/not provided. Age and date of birth unknown/not provided. Patient sex unknown/not provided. Weight unknown/not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) ilpc343u, (certain low profile one-piece abutment 3.4mm(d) x 3mm(h)) for evaluation. Visual evaluation was performed, a fracture has been identified at the threads. DHR review was completed for the subject lot number 2022100424. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022100424 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and clinician incorrectly engages abutment screw into implant. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the threads. The reported event was confirmed.